Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the extravascular pacing lead was beyond the expected upper range. Analysis of the device memory also indicated noise, the impedance trend of the extravascular pacing lead was rising, and oversensing associated with the extravascular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized twice due to a high defib impedance alarm triggering for the ev-lead. An x-ray showed bends in the lead but no sign of breakage. The physician believes this is due to adipositas. The alarms were disabled and reprogramming was done where the detection time was extended and lowest threshold for ventricular tachycardia (vt) was increased. The ev-lead remains in use. The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extravascular (ev) lead exhibited rising to high defibrillation impedance values, and oversensing of noise was observed. Imaging showed a visible, defined kink in the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the defibrillation coil was rising. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing associated with the extravascular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.